Event description:
In 2003, mother woke pt up to perform diabetic blood test and had result of 547. Mother then noticed that pump machine that pt is attached to 24hrs a day was not operating and therefore pt did not receive insulin throughout the night. Called physician and received instructions -shots every 2 hours of insulin from 2.8 to 5 units on top of bolus dose (based on carbohydrates). Pt stayed home from school so ketones could readjust. This is the third pump they have had since november 2002, all have malfunctioned in some way. Minimed only sends refurbished pumps. Pediatrician has said that he will never refer pts to minimed again due to the number of problems he has received.